Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, stating that glucose values kept dropping below 60 for two days, observed insulin delivery despite low glucose, paused insulin to stop the lows, and later restarted the device after which insulin delivery reduced but intermittent drops persisted. Symptoms included hypoglycemia. Outcomes included effects that could not be further characterized. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device malfunction or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.